Event description:
It was reported that when using the bd pyxis¿ es server, the extract transform load data connection report data was not current. The machine was not communicating. The customer stated that the malfunction occurred when a user tried to pull medication to fill the machine and caused a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the extract transform load data connection report data was not current. The technical support specialist (tss) restarted the structured query language service, disabled and enabled the etl, but the issue remained unresolved. Tss followed steps in the knowledge article "etl fails with code 0xc0047062" and "av: anti-virus exclusion list for es servers", checked all the setups on the server report, verified that the service was up and the etl was running and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.